Event description:
A malfunction was reported due to damage to the usb port of the pump. There was no information provided regarding the customer¿s blood glucose level impact. The customer awaited a replacement pump and arranged for the return of the damaged pump for further examination.